Manufacturer narrative:
E1: reporter facility name: (B)(6). H3: one device was returned for evaluation. The service history review identified no indication that the complaint was related to a service of the device within the view period. As a result of checking the log, it could not confirm that there was no record of the related customer reported issue. Functional tests were performed, and the customers problem could not be confirmed. The investigation determined that the issue could be due to a possible defective air detector. The air detector was replaced as a preventative measure. The device then passed all functional tests.

Event description:
It was reported that the device exhibited an air in line alarm. There was patient involvement, and no patient harm/adverse event reported.